Event description:
Electrical and connection issues were noted to the subject pacemaker. No anomalies were determined during device implantation; however, pull test to the ventricular lead may not have been performed by the physician, as reported. Pacing failure was confirmed 1.5 hours after the implantation. When the pacemaker was checked the following irregularities were identified at ventricular level: impedance above 3 kohms, capture failure (in bipolar and unipolar) and r wave amplitude immeasurable. No lead displacement was confirmed by x-ray. Since ventricular pacing appeared few hours later another pacemaker check was performed: pacing failure was confirmed depending on body position. A re-intervention was performed on the same day. When the physician pulled the ventricular lead, it came out of the port without unscrewing. The lead was re-connected and it was confirmed to be fixed to the device by pull test. No further irregularities were noted to the pacemaker upon testing. The pacing system remained implanted.

Manufacturer narrative:
Date: (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.